Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead and right atrial (ra) lead exhibited dislodgement and high thresholds. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.